Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer has to reset the screen in order to continuing using pump. Customer declined follow up from tandem technical support.